Event description:
Infiltrative keratitis secondary from invalid prescription filled a company for over two years. This pt could have permanently lost vision if they had waiter any longer to come in. If the co would have required a valid prescription, the pt would have had regular eye health exams and this could have been avoided.